Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was undergoing a replacement. No lead revisions were needed, and everything went normal in the procedure. Post-operatively, with the programming settings of a pulse width of 400 microseconds and a rate of 60 hertz, the device showed an out of regulation (oor) message around 10.2 milliamps. The highest impedance value is around 940 ohms. It was noted that this is a cervical case for the pain treatment of the right arm. There was a bi-pole single lead configuration, and they tried a wider pulse width, but that was getting into oor sooner. The manufacturer representative tried recruiting an additional electrode, but it results in unwanted stimulation coverage. It was mentioned that the patient had high voltage settings with their previous device which drained the battery after 4 months. In spite of the oor message at 10.2 milliamps, it was possible to increase the intensity with the clinician programmer to the desired level (in this case 13 milliamps). The patient did feel the increase. When exiting the workflow at this point, and working with the patient controller, the controller did show the 13 milliamps level in the screen. However, after decreasing the intensity with the controller to a lower level, it was not possible to increase it again with the controller, even if it was (significantly) below the oor level noted with the clinician programmer tablet. The patient reduced it back to 8.3 milliamps without being able to increase. Upon trying, they could increase again with the clinician programmer, in spite of the oor message. The patient also has a 550 microsecond and 60 hertz program where the oor message was seen at 9.3 milliamps. The issue was not resolved at the time of the report. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services indicated that the oor behavior was expected based on the provided settings. In regards to the discrepancy between the clinician programmer tablet and the patient programmer, the clinician programmer tablet allows you to program higher than the actual oor limit; this explained the discrepancy between the patient programmer and clinician programmer tablet. Furthermore, additional information was received from the healthcare professional and the patient via the manufacturer representative. The actions and interventions taken to resolve the oor message included fully recharging the ins, decreasing and increasing the pulsewidth, and decreasing and increasing the frequency in order to find the right combination of parameters with which the patient had adequate pain relief and did not reach oor mode. This could not be reached in the hospital and it was decided to give the patient control over the pulse width and rate on her programmer. The patient felt she had an improved setting that will be evaluated on (B)(6) the patient kept the ins at a minimal charge level of 80% in order to have a high and workable output from the ins. In regards to the cause of the oor, the patient required an output level to have adequate stimulation. The representative told the patient her requirement ts are at the edge of what the ins can deliver. Hence, she is at constant oor levels. The oor had not been solved but they are working towards a "balance" between the required settings, adequate stimulation and energy consumption that was manageable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Impedance results were provided. Impedance was tested at 0.70 volts and all results were within normal range.